Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer reportedly did not ensure that the sensor and pump were placed in line-of-sight without obstruction. No additional information was provided. A replacement transmitter was sent to the customer to resolve the issue.